Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the needle would be bent causing air bubbles in the reservoirs this would cause blood glucose levels to be elevate. The customer¿s blood glucose level was unknown. Troubleshooting was declined. The customer also reported air bubbles in the tubing. The device will not be returned for analysis.